Event description:
It was reported that patient experienced issue that required cable replacement. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any additional actions taken by technical support were not reported, and no additional information was received regarding the outcome of the event.